Manufacturer narrative:
A product deficiency was not reported or identified. Based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
A product deficiency was not reported or found. The customer was provided with the sds.

Event description:
The user reported she accidentally put binaxnow covid-19 reagent in both nostrils. The user reported that she rinsed her nose immediately. Although requested, no additional patient information, including treatment and outcome, was provided.